Event description:
Information received indicating the a smiths medical cadd ms3 pump powered down for no reason in the middle of infusion. The patient went approximately 45 minutes without medication due to pump powering down. No other adverse event was noted other than the missed dose of medication for 45 minutes.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis. The operator performed functional testing and visually inspected the pump. The issue was not confirmed. The device was able to power up and passed all functional testing. The device ran the program for an extended period of time with no issues occurring. However, recommend to replace motor as preventive measure.